Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es patient not shown in pyxis machine. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a patient had failed to appear on the station. The technical support specialist (tss) found that the patient with the reported medical record number had been discharged on the pyxis server and informed user the reason, the patient had not appeared on the station. The follow-up emails had been sent, but no response had been received from the customer. The tss proceeded to close the case. The system functioned as intended after the technical support specialist troubleshot the device.